Event description:
A death of a patient with an implantable cardiac defibrillator (ICD) was reported after the family began pursing if the ICD malfunctioned. A cause of death was requested and not known.

Event description:
Asku

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The results included oversensing. There were 2 - ventricular non sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2011 23:07:44 and 23:07:52, which should be noted is the date of death. There was interference and noise. In addition there was a ventricular sense count equal to 40 in 0.61 day, between (B)(6) 2011 22:52:07 and (B)(6) 2011 13:33:48. (Again the day of and day after death) attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.